Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 14.0; lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B) (6) 2009, inratio meter = 2.5; inr reference = 14, mean = 8.25, confidence limits = unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Per general description, customer tested second drop of blood, which is directly from the finger. This pre-analytical error is fingerstick may contribute to inaccurate inr results as indicated on technical bulletin (B) (4). Visual inspection revealed damaged lcd screen on upper left coroner. - fail. Inratio result provided by the customer is registered on memory and is considered inaccurate based o the documented variability of complaint investigation. Strip investigation was performed on strip lot 212623va. See scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 212623va are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required.